Event description:
It was reported that during the surgical procedure, the harmonic curved shears insert broke. A broken piece fell inside of the patient and could not be located. The insert was removed and the planned surgical procedure was completed with another instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The harmonic curved shears insert was returned and evaluated. Per the customer reported complaint, engineering observed that one of the clamp arms had broken off. Engineering also found that one side of the insert where the clamp arm attaches is bent outwards and the insert is also bent outwards on the same side, opposite to where the clamp arm attaches. This discovery indicates that high force was applied at the joint where the clamp arm attaches. Biocompatibility testing was performed on the materials of the clamp arm. Testing results found the materials to be non-cytotoxic, non-sensitizing, non-hemolytic and non-pyrogenic. Testing also showed no evidence of systemic toxicity and no evidence of acute intracutaneous reactivity.